Event description:
The manufacturer received an allegation of "smelling smoke" on a simplygo device. There are no allegations of patient harm or serious injury, or any medical intervention specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Manufacturer narrative:
The manufacturer previously reported an allegation of "smelling smoke" on a simplygo device. There are no allegations of patient harm or serious injury, or any medical intervention specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. UDI related data quality update. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated in this report to the correct format.

Manufacturer narrative:
The device was returned to a third-party service center. During visual inspection, the customer's complaint was confirmed¿the sector and battery shut off and on, there is a smoking odor, it gets carried away and cuts off, and the o2 output is only 56%. All affected parts were replaced. The device was serviced, inspected, tested, and put back into service.